Manufacturer narrative:
(B)(4). One piece sled. The long60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received unfired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The device was tested for functionality in using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler was closed on tissue and would not fire. It was the seventh firing of the device, the red switch was depressed and the dark grey firing handle was fully squeezed resetting the blade. The device was opened and removed. Case completed with another device of the same product code. There were no patient consequences reported.